Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: a field service engineer (fse) was onsite to evaluate the device under work order number wo (B)(4). Upon arrival, the fse ran performance verification on the unit and was unable find an issue. Furthermore, the fse ran the vent for hours and all percentages were with specification. The unit passed and inspection and was ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vent alarmed low fio2 while on patient. No patient harm.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.